Event description:
It was reported that during insertion, the stent could not be placed due to a problem with the stent advancer. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation results of stent shaft break. Block h11: the percuflex plus ureteral stent was returned with the pouch and the positioner for product analysis, however the suture did not return. During the visual inspection, and device inspection under magnification, it was found that the stent shaft detached in two parts. It is possible that the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the coil and is removed using excess force, the stent can get detached or separated during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on the event.